Event description:
It was reported "(B)(6) 2025, the doctor found swg kinked during used on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. Signs of use were observed. Visual inspection identified two kinks in the guidewire body, and the j-bend was misshapen. Microscopic examination confirmed the observed damage and showed that both the distal and proximal welds were full and spherical. Two kinks in the guidewire were located at 380mm and 579 mm from the proximal end. The overall length of the guidewire measured 600 mm, which is within the specification limits of 596-604 mm per product drawing. The outer diameter of the guidewire measured 0.801 mm, which is within the specification limits of 0.788-0.826 mm per product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory ars and an 18ga lab inventory introducer needle to perform functional testing. Slight resistance was encountered when the kinked area passed through the ars and introducer needle, while the undamaged portions of the guidewire advanced with little no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guidewire exhibited two kinks along its body, and the j-bend was misshapen. The guidewire met all relevant dimensional requirements. Functional testing confirmed slight resistance at the kink location when passed through a lab inventory ars and a lab inventory 18ga introducer needle. A device history record review did not identify any manufacturing-related issues. Based on the condition of the guidewire and the report that the damage was observed during use, the likely root cause is consistent with unintentional use error. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " on (B)(6) 2025, the doctor found swg kinked during used on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported (B)(6) 2025, the doctor found swg kinked during used on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".